Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Pump supplies were changed to resolve the alarm. Blood glucose (bg) was 599 mg/dl and ketone level was high. Correction bolus was delivered and insulin injections were administered. Bg continued to elevate. Customer was admitted to the hospital for elevated bg and diabetic ketoacidosis (dka). Intravenous fluids and insulin were administered. Bg/dka were resolved. Customer was discharged on (B)(6) 2018 with no permanent damage.